Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had issues with high blood glucose levels. The customer's blood glucose level was reported to be 500mg/dl. The customer's most current level was reported to be 300mg/dl. It was reported that the customer treated with manual injections. Troubleshoot was conducted. It was reported that the customer would try catheter from another set and recall. No further information provided.